Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the comb guard was malfunctioning and the skin was getting caught and not passing through smoothly. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e1, e2, e3, g3, g4, g7, h2, h3, h4, h6, h10. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the comb guard was malfunctioning. The skin was getting caught and not passing through smoothly. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher on january 31, 2020 revealed that the calibration was within specifications and the device produced a passing sample mesh. The comb spring was bent. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 31, 2020 which included replacement of the screws, comb shaft, comb, and comb spring. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. While the returned product investigation confirmed that the skin graft mesher had a bent comb spring, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the screws, comb shaft, comb, and comb spring were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.